Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic nephrectomy - "the user saw a damaged septum drop to the pt's body when the user inserted / removed forceps into / from the subject device during surgery. The user retrieved the dropped septum from the body. The surgery was completed as planned, by replacing the damaged device to a new one. The user irrigated the abdominal cavity after surgery. (B)(4) have confirmed the following about the subject device <(B)(4)>. The device was returned in pieces; one of the two duckbills was damaged. When we put the enclosed piece to the lost part, they fit each other; the septum in one of the two duckbills had a lost part. It was 0.23mm long and 0.21mm wide. The piece to the lost part was not sent to us." Pt status: the pt was not injured.